Event description:
A surgeon reports a patient with a 2-line decrease in bcva two years following initial intraocular lens (iol) implant surgery. Bcva has decreased from 20/25 pre-op to 20/40. Additional information has been provided.

Manufacturer narrative:
Evaluation summary - the product remains implanted and is not available for evaluation. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to the FDA on: 12/21/2007.